Event description:
Abscess in the pelvic region [slurry] [pelvic abscess]. Case description: a spontaneous report was rec'd on (B)(6) 2011 from an hcp via company rep regarding a female pt, name and age not provided, who experienced an abscess in the pelvic region after receiving seprafilm. The pt underwent a laparoscopic myomectomy wherein seprafilm slurry was used. The pt recently developed (date not provided) an abscess in the pelvic region. The sales rep reported that the physician stated that the pt was "tapped" to treat the pt. A description of "tapped" was not provided, but it might have involved draining the abscess. The reporter also stated that a laparotomy was not performed to treat the abscess. At the time of this report, no other info was available. Manufacture's comment: the benefit-risk relationship of seprafilm is not affected by this report.